Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter broke into two pieces when the nurse wanted to do a dressing on a the patient after completing cloxa. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 5 fr dual lumen poly per-q-cath was returned for evaluation. An initial visual observation showed use residue throughout the sample. The catheter was observed to be broken between the 11 cm and 12 cm depth markers. A microscopic observation revealed the fracture surfaces to be mostly smooth and lustrous with a section that was granular in texture. A portion of the catheter material in the lustrous section appeared to have been melted and pulled across part of one of the lumens. The edges of the fractures were observed to be mostly rounded. The observed characteristics of the fracture surfaces suggest the catheter came into contact with high heat at some point during use, which caused it to deform and ultimately break. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter broke into two pieces when the nurse wanted to do a dressing on a the patient after completing cloxa. No patient injury reported.